Event description:
Patient had high pacing threshold on an epicardia's lead and was symptomatic to epicardia's pacing at high outputs. A new transvenous lead was placed and the epicardia's lead was capped. There was intermittent loss of capture due to the high capture threshold and the patient was experience palpitations.